Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on stuck issue was verified, but the fill estimate issue could not be verified. Additionally, a different issue was identified.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned